Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a manufacturer representative on (B)(6) 2014 regarding a patient receiving lioresal (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. On (B)(6) 2017 it was further reported that the patient had the same problem with the prior pump (this statement was in reference to the patient getting sudden/random boluses and going into overdose with their current pump). It was noted that the pump was replaced due to suspected over infusion, but pump analysis did not confirm over infusion.

Manufacturer narrative:
Patient code (B)(6) no longer applies. Device codes (B)(4) and (B)(4) no longer apply. Recall and notification no longer apply. Correction number (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the event that resulted in pump replacement (B)(6) 2014 was baclofen withdrawal (underinfusion) which appeared to begin approximately (B)(6) 2014 and escalated. No further complications were reported.

Manufacturer narrative:
Evaluation method code does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
See mfg. Report # 3004209178-2017-26256 for report of overinfusion with current pump.